Manufacturer narrative:
A manufacturer rep went to the site to test the system. The system passed the system checkout. Concomitant medical products: other relevant device(s) are: product ID: 9735795r . If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the navigation system was freezing intermittently. During troubleshooting it was found the system had 794 patients and (B)(6) free space. The patient list was deleted to create more than (B)(6) free space. There was no patient present.